Event description:
An eye care practitioner (ecp) reported on (B)(6) 2014 that a patient was diagnosed with two distinct episodes of chemical keratitis, one on (B)(6) 2014 diagnosed as chemical keratitis and one in (B)(6) 2014 diagnosed as chemical keratitis with infiltrates. The ecp thought the patient could have sustained the keratitis by occupational injury, but the patient denies the ecp opinion. The patient used renu multi-purpose lens care solutions with this contact lens care. Based on the series of events, onset is on or before the (B)(6) 2014 visit. The (B)(6) 2014 exam notes that there were 10 medical care visits over that period, 9 with an ecp and 1 with an eye specialist. Medications of zymaxid (antibiotic), homatropine (anticholinergic for eye exam) and ilevro (nonsteroidal, anti-inflammatory) were prescribed in the april visit and the zymaxid and ilevro were used again in the (B)(6) visit. The (B)(6) exam relates severe epithelial staining ou, trace corneal infiltrate od, mild epithelial edema ou, mild limbal injection ou, moderate bulbar injection ou. There are diffuse 3-4+ superficial punctate keratitis ou and an inferior infiltrate od upon fluorescein stain. There were no central corneal opacities and no central corneal neovascularization. The ecp notes there was no medical intervention to preclude permanent impairment of eye function or structure. The condition was noted as unresolved as of the date of last exam. The ecp noted a temporary decrease in visual acuity os; best corrected vision was od 20/25, os 20/30 and unresolved. The refraction had more astigmatism than previously so a corneal topography was ordered that showed inferior corneal steepening. The patient had been prescribed lens rest with refit into daily disposable lenses at a date to be decided. One unopened lens was returned and inspected with no defect found. The complaint resolution is unconfirmed.

Manufacturer narrative:
The subject lens was not returned. An unopened lens with same lot was returned and inspected. No defect found. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.